Event description:
(B)(4). Provider stated molded slot piece on inside of front (x-bits fit into) cracked and broken after only few days usage.

Manufacturer narrative:
Correction:the initial medwatch was inadvertently submitted. This product is not distributed in the us.